Event description:
Mesh implant bard ventralight st, had seroma post operative complication right away, also abdominal pain, persist ever since surgery implant, a year later still pain. FDA safety report ID# (B)(4).